Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. Flow rate accuracy testing was performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump "exceeded 10% of delivery". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.